Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument would not correct. No fragments were reported to fall into the patient. The customer used a spare instrument to continue with the surgery. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was found to have a generator self-test failure during in-house testing. Self-test failed consistently on multiple attempts. The generator displayed an error message indicating to 'replace the instrument'. During testing, no high-pitched noise was heard. Additional investigation found the instrument to have a broken blade. The broken piece was not returned. The size of the missing piece is approximately 0.48" x 0.10" was not returned. The material was missing.